Event description:
The complainant stated there is no nurse call function from the bed. When he unplugs the right siderail, the nurse call functions from the pendant and the left siderail. He believes the button on the caregiver control panel is damaged.

Manufacturer narrative:
The account has not completed repairs. A f/u report will be sent once the customer discloses their investigation.